Event description:
Air gas module burnt on a sv300 in use on pt (smoke out of the module). Sv300 was already in use on pt when smoke came out from the unit and ventilation started to be unstable before to stop.